Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump exhibited wrong cassette alarm. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: cadd-prizm was returned for investigation in good condition. The event log revealed that the device gave a "wrong cassette alarm." Further inspection revealed that the downstream occlusion sensor seal was missing. This was established as the root cause of the issue. The downstream occlusion sensor was be replaced as a result.